Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that his daughter was hospitalized due to diabetic ketoacidosis on (B)(6) 2019. Customer was treated with intravenous insulin. Customer stated that insulin pump failed to deliver insulin. Customer's blood glucose at time of incident was 360mg/dl and current blood glucose was 125mg/dl. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in section b5 with the initial report was incorrect. The correct information has been included with this report.

Event description:
Type of reportable event has been updated to the serious injury.